Manufacturer narrative:
(B)(4). The patient re-used single-use supplies; they changed out a bag during the therapy without changing out all of the supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse the disposable set more than once. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. The guide instructs the user not to attempt to reuse any disposable supplies. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient re-used single use supplies during fill one of peritoneal dialysis therapy. The patient stated that they had had switched out the heater bag and attached a new heater bag to the set-up during the therapy. The technical service representative (tsr) instructed the patient to end the therapy and start over with new supplies. The tsr explained why the patient needed to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.